Manufacturer narrative:
One opened hydro dissection cannula and syringe were received in a zip top bag for the report of cannula came off syringe during procedure . The sample was visually inspected and was found to be conforming. The sample was functionally tested for luer taper (wings tightened on a syringe) and airflow and the sample was found to be conforming for all functional tests. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was found to be visually and functionally conforming, therefore the cannula came off the syringe during the procedure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported during a cataract extraction with intraocular lens implant procedure the cannula "shot" off the syringe while injecting saline solution and the patient experienced a capsule tear. No surgical intervention was required. Additional information has been requested and received.